Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("towards the fundus/ left cornua is a silver colored coiled wire which is deeply embedded within the tissue") and device dislocation ("malpositioned essure coil") in a 43 year-old female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. The patient had a medical history of dysmenorrhea, latex allergy (latex, reported, patient, diff. Breathing, itching, hives, active) and abdominal pain. Previously administered products included: sulfasalazine. On (B)(6) 2015, she experienced embedded device (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. On unknown dates she experienced device dislocation (seriousness criterion medically important), pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy, left oophorectomy, bilateral salpingectomy). At the time of the report, the outcomes for embedded device and device dislocation were unknown. The reporter considered device dislocation, dysmenorrhoea, embedded device and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2015: with history of pelvic pain and dysmenorrhea. History of essure coil migrating hpi: CT ((B)(6) 2015): normal uterus, right essure normal, left essure not within the tube but is within myometrium. Clinical impression: abdominal, pelvic pain, dysmenorrhea, malpositioned essure. Plan : tah, bilateral salpingectomy. [Pathology test] on 2015: surgical pathology report: uterus, left ovary, bilateral tubes, hysterectomy, left oophorectomy, bilateral salpingectomy cervix- mild chronic cervicitis, benign endometrium- proliferative type, benign myometrium- sclerosis associated with emdeded coils near left cornua endometriotic cyst near left cornua. Fallopian tubes- mild lamina proptia fibrosis of both tubes. Left ovary- benign functional structures and cysts. Clinical information: pelvic pain, dysmenorrhea, malpositioned, s/p essure. Specimen submitted: uterus, hysterectomy, non-tumor- uterus cervix right and left fallopian tubes. Gross description: sectioning through the myometrium reveals a pink tan rubbery out surface and deep within the myometrium towards the fundus/ left cornua is a silver colored coiled wire which is deeply embedded within the tissue. With great care the coil is removed, however, since the coil is so deeply embedded within the tissue, it can not be removed intact. The coil once removed, measures 15.0 by less than 0.2 cm. At the left cornua is a cystic structure measuring 1.5 x 1.5 x 1.5 m and containing brown tendacies old blood. The attached right continuous fimbriated fallopian tube measures 10.0 cm in length and ranges in diamtere from 0.3 to 0.5 cm reveals a silver metallic coiled wire involving the entire length of the fallopian tube. With great care the coil is attempted to be removed intact, however , since the coil is densely adherent to the fallopian tube, it cannot be removed completely intact. The coil once removed, measures 26.0 cm in the length and ranges in diameter from 0.1 cm to 0.3 cm [ultrasound abdomen] on (B)(6) 2015: abdominal radiograph: history: status post abdominal hysterectomy and bilateral salpingectomy- oophorectomy. The patient has had bilateral essure coils. Evaluate for essure coil removal. Impression:no evidence of essure coils on this exam. Correlation with pathology results recommended. Postsurgical change at l5-s1 as discussed above. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("towards the fundus/ left cornua is a silver colored coiled wire which is deeply embedded within the tissue") and device dislocation ("malpositioned essure coil") in a 43 year-old female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. The patient had a medical history of dysmenorrhea, latex allergy (latex, reported, patient, diff. Breathing, itching, hives, active) and abdominal pain. Previously administered products included: sulfasalazine. On (B)(6) 2015,, she experienced embedded device (seriousness criteria medically important and intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. On unknown dates she experienced device dislocation (seriousness criterion medically important), pelvic pain ("pelvic pain") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy, left oophorectomy, bilateral salpingectomy). At the time of the report, the outcomes for embedded device and device dislocation were unknown. The reporter considered device dislocation, dysmenorrhoea, embedded device and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2015: with history of pelvic pain and dysmenorrhea. History of essure coil migrating hpi: CT ?((B)(6) 2015): normal uterus, right essure normal, left essure not within the tube but is within myometrium. Clinical impression: abdominal, pelvic pain, dysmenorrhea, malpositioned essure. Plan : tah, bilateral salpingectomy. [Pathology test] on (B)(6) 2015: surgical pathology report: uterus, left ovary, bilateral tubes, hysterectomy, left oophorectomy, bilateral salpingectomy cervix- mild chronic cervicitis, benign endometrium- proliferative type, benign myometrium- sclerosis associated with emdeded coils near left cornua endometriotic cyst near left cornua. Fallopian tubes- mild lamina proptia fibrosis of both tubes. Left ovary- benign functional structures and cysts. Clinical information: pelvic pain, dysmenorrhea, malpositioned, s/p essure. Specimen submitted: uterus, hysterectomy, non-tumor- uterus cervix right and left fallopian tubes gross description: sectioning through the myometrium reveals a pink tan rubbery out surface and deep within the myometrium towards the fundus/ left cornua is a silver colored coiled wire which is deeply embedded within the tissue. With great care the coil is removed, however, since the coil is so deeply embedded within the tissue, it can not be removed intact. The coil once removed, measures 15.0 by less than 0.2 cm. At the left cornua is a cystic structure measuring 1.5 x 1.5 x 1.5 m and containing brown tendacies old blood. The attached right continuous fimbriated fallopian tube measures 10.0 cm in length and ranges in diamtere from 0.3 to 0.5 cm reveals a silver metallic coiled wire involving the entire length of the fallopian tube. With great care the coil is attempted to be removed intact, however , since the coil is densely adherent to the fallopian tube, it cannot be removed completely intact. The coil once removed, measures 26.0 cm in the length and ranges in diameter from 0.1 cm to 0.3 cm [ultrasound abdomen] on (B)(6) 2015: abdominal radiograph: history: status post abdominal hysterectomy and bilateral salpingectomy- oophorectomy. The patient has had bilateral essure coils. Evaluate for essure coil removal. Impression:no evidence of essure coils on this exam. Correlation with pathology results recommended. Postsurgical change at l5-s1 as discussed above. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.